Manufacturer narrative:
(B)(6). Occupation: other healthcare professional-study coordinator. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported in a study of labor induction methods, the patient was randomized to induction using cook cervical ripening balloon w/stylet. The patient required a vacuum assisted vaginal delivery using a kiwi. Following delivery, the patient lost 1.2 liters of blood. The patient was given tranexamic acid, syntocinon, and syntometrine to treat the post partum hemorrhage with resolution. The patient's hospital stay was prolonged due to the vacuum assisted vaginal delivery and post-partum hemorrhage. The provider (principal investigator) reported that there is no causal relationship between the cook cervical ripening balloon and the vacuum assisted vaginal delivery and subsequent post-partum hemorrhage. No additional consequences have been reported as occurring. Additional details have been requested regarding the patient and the event. At this time, no additional information has been provided.

Event description:
Patient was discharged on (B)(6) 2019, one day after resolution of post partum hemorrhage.

Manufacturer narrative:
Investigation ¿ evaluation. The complaint device was not returned for an evaluation. Therefore, a device failure analysis could not be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, quality control data, and trends. A known risk factor for post-partum hemorrhage includes the use of the kiwi vacuum. Instrument assisted vaginal delivery increases the risk of post-partum hemorrhage due to the increased risk and severity of vaginal or cervical lacerations. The provider (principal investigator) reported that there is no causal relationship between the cook cervical ripening balloon and the vacuum assisted vaginal delivery and subsequent post-partum hemorrhage. A review of the device history records found there were no non-conformances related to the reported event. One additional complaints has been received on the complaint device lot. The other complaint is from the same customer regarding a reported adverse physiological response. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device in question was functionally inspected by quality control, and no notable gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the reported information, the cause of this adverse event cannot be traced to the complaint device. It is most likely that the cause of this event is related to the use of kiwi vacuum during the delivery. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.